Event description:
During pci of a 99% de novo lesion in the mid to distal lad with heavy calcification and moderate vessel tortuosity, a 2.5x23mm cypher select + stent was delivered to the distal portion of the target lesion with slight friction and was being inflated up o 4atm but the pressure would not increase above that. Therefore, the physician confirmed the balloon of the cypher select+ was ruptured and the sds of the cypher select+ was retrieved from the patient. Then, post-dilation was conducted with the lifespear balloon catheter to further dilate the cypher select+ stent. Afterwards, a 2.5x23mm xience: des was implanted at the mid lad and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis, due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant devices: gw: runthrough ns, gc: taiga ta6 jl3.5 lifespear 2.25/12mm and y connector : okay (goodman). Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Cypher stent was conducted to fully expand the stent and a non-cordis stent was deployed proximally and overlapping it in the mid lad to finish the procedure successfully. The cypher stent was deployed in the intended target lesion. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The manufacturer of the inflation device was not indicated. Information about the type of contrast and saline ratio used was not available. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event.